Event description:
The surgeon experienced difficulties associated with bioglue surgical adhesive. The surgeon repaired a type I aortic dissection utilizing bioglue to cease blood "still oozing from the suture line". A "thin year" was applied, which ceased the bleeding. Following surgery, the patient reportedly became hypotensive and required open cardiac massage and administration of intracardiac epinephrine to resolve. According to the surgeon, it is possible that "the bioglue application to the anterior part of the aortic root suture line migrated through the suture line and embolized the coronary arteries", however, the surgeon noted that "other possibilities include air or tissue embolus or localized redissection in the proximal root".